Event description:
It was reported that during a routine follow-up, this pacemaker was unable to be interrogated with a programmer, and on an electrocardiogram the patient's rhythm was noted to be 30 beats per minute (patient was in permanent av block). The field suspected the battery of the pacemaker had prematurely depleted. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection was unremarkable and no anomalies were noted with the header or can. Communication was established between a programmer and the pacemaker, which confirmed the pacemaker had no pacing output or telemetry. One half of the pg can was removed to measure the battery voltage, which yielded a measurement of 1.360 volts (v) in the circuit. An external power supply of 2.870 v was connected to the hybrid, and a normal current drain was noted. The hybrid was found to be functioning normally. The other half of the pg case was removed to separate out the battery. The battery was removed from the circuit and forwarded for further testing. The battery laboratory found a depleted cell with no battery-related failure determined. A second hybrid check was performed and this time a 3.000 v external power supply was connected to the hybrid for approximately 48 hours. Again, the current drain was noted the normal and the no issues were found with the hybrid.

Event description:
It was reported that during a routine follow-up, this pacemaker was unable to be interrogated with a programmer, and on an electrocardiogram the patient's rhythm was noted to be 30 beats per minute (patient was in permanent av block). The field suspected the battery of the pacemaker had prematurely depleted. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.